Event description:
A customer reported an issue of high blood glucose levels, with the specific value unknown, as it displayed "high." Cause was not known. The customer attempted corrective actions by changing the infusion set and manually administering insulin, while control iq feature was turned on. Technical support instructed the caller to inspect the site and other components. Recommendation was made to consult with a healthcare provider regarding diabetes management.